Event description:
It was reported that an asymptomatic patient presented in the emergency room with the device post-paced t-wave oversensing. No sensing changes or device changes were made. Patient was fine after the event and will continue with routine follow-ups.